Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended to replace the device, or to reassess the battery status in 90 days. The device remains in service at this time. There were no patient complications, or adverse effects reported.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services (ts) recommended to replace the device or to reassess the battery status in 90 days. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Recently, ts was contacted again for an updated longevity replacement window. It was stated that this device battery had up to 90 days of remaining longevity. The device remains in service at this time. There were no patient complications or adverse effects reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended to replace the device or to reassess the battery status in 90 days. The device remains in service at this time. There were no patient complications or adverse effects reported. Additional information has been requested regarding the event resolution, but were unsuccessful. If information is provided in the future, a supplemental report will be issued. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.